Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to the ER (emergency room) with pain and swelling in the knee. Work-up showed signs of infection. Patient scheduled to have stage 1 knee spacer to try and clear infection. Surgeon expressed concern when taking out tibial component as there were no signs of cement on undersurface of tibial tray and there was a pristine cement mantle across the tibial surface.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.